Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (190 mcg/ml at 81.04 mcg/day), dilaudid (15 mg/ml at 6.398 mg/day), and bupivacaine (35 mg/ml at 14.92 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient wasn't getting the relief that was expected from the pump. It was reported that aspiration of the catheter was attempted during the procedure to determine if the catheter was patent. The surgeon attempted several times to aspirate through the catheter access port (cap) and was unable to withdrawal any fluid. The drug was transferred from the old pump to the new pump and interrogation of the pump showed there should have been 28.9 ml of drug in the old pump but 34.5ml were withdrawn. It was also reported that during the catheter revision the surgeon noted that the spine segment of the catheter appeared to be twisted close to the anchor. When the catheter was untwisted, it was noticed that the catheter had a tear. The entire system was replaced. There were no known falls or compliance issues. The patient's total daily dose was cut back 50% and he was admitted for observation for 24 hours. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-feb-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare (hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancy was unknown. The cause of the inability to aspirate the catheter was unknown, but it "could be assumed that there was damage to the catheter and it was twisted".